Event description:
Information was received indicating that the customer could not fill smiths medical cadd cassette. The customer suspected an occlusion may have occurred in the infusion route. There was no patient injury due to the reported event.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed by using syringe in order to infuse water into the bag of the cassette. The water passed through the product and the ay bag was completely filled without problems. The customer's reported problem could not be duplicated. No root cause has to be determined since the complaint was not confirmed due to no issues were found with the product.